Event description:
The user reported that while attempting to deploy the device in the left main stem bronchus, the delivery catheter tip separated from the catheter while inside the pt. This was noticed after removal of the delivery catheter from the pt. The catheter fragment was retrieved using rat tooth forceps through the endoscope. The pt was brought back at a later date and two stents were placed successfully. Devices were placed for a bronchial stricture caused by cancer. No add'l harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for investigation. Implant and explant dates were not provided. A f/u report will be submitted when the investigation has been completed.